Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 500 mg/dl. Customer stated that tubing was a little bit blacken. The customer stated insulin pump had critical pump alarm. It was unknown how the customer treated for their high blood glucose. It was unknown that customer using auto mode feature active. The insulin pump will be returned for analysis